Event description:
The customer, a veterinarian facility, contacted physio-control to report that they were using their device, as well as internal paddles, as part of a procedure on a small dog. During the procedure, they provided a defibrillation shock to the dog, at which time the unit gave an "abnormal energy" message. An "abnormal energy" message may occur with an open air discharge (when the paddles are not applied appropriately), if the connector was not properly seated, or if appropriate energy was not delivered. The customer then obtained a back up device and a different set of internal paddles to continue care for the dog. The customer provided two additional defibrillation shocks using the back up device. The dog did not survive the event.

Manufacturer narrative:
(B)(4). The customer advised that the device did not have a service indicator present and that it had passed the user test. The customer could not provide the lot code or age of the internal paddles, nor could the customer provide the amount of sterilization cycles that they had been through. The customer further stated that they had purchased a new set of internal paddles to replace the ones used in the event. Neither the device nor the internal paddles have been returned to physio-control for evaluation. The cause of the reported failure could not be determined.